Manufacturer narrative:
The device was not returned for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Due to reports of similar issues for this product we have opened a corrective and preventive action (CAPA) to further investigate the reported issue.

Event description:
It was reported that the pruitt f3-s shunt proximal balloon was perforated. The device was not in direct use with the patient. No injury was reported to the patient.